Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Insulin pump received with cracked battery tube threads and stripped battery cap (p) coin slot. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the cap where the cap screws in had broken while changing the battery. Battery compartment had crack. No harm requiring medical intervention was reported. The device will be returned for analysis.